Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents in specification. No unexpected failed battery test alarm, off no power alarm without a battery indicator, battery out limit alarm or low battery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No blank display or powering off was noted during testing.

Event description:
The nurse with the customer reported that the insulin pump had low battery, battery out limit, failed battery test and off no power without low battery indicator. Nurse stated that the insulin pump has been going through batteries at a rate of every 3 days and it kept powering off by itself. Nurse stated that during setting of time the insulin pump would turn off and reset. Customer's blood glucose was 234 mg/dl. Troubleshooting was done for low battery, battery out limit, failed battery test, and off no power. Customer stated that this was the second occurrence of off no power without low battery warning. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.